Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 3998, lot#: v443435, implanted: (B)(6) 201, explanted: (B)(6) 2021, product type: lead. Product ID: 3708340, serial#: (B)(4) , implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: extension. Product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: extension. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. Product ID: 97745ac, lot#: unknown, product type: accessory. Device evaluated by MFR: device evaluation in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a manufacturer's representative (rep) via a patient regarding an external device. 97755 serial number: asked, unk. The patient has been having many issues with charging and there are many issues with the charger. The only specific information provided was the recharger makes loud popping sounds. The caller was not with the patient. Tss collected the available details from the rep. It popped loud the first time but they didn't realize what it was. The next time they realized it was the charger/controller. Happens when charging controller so could be controller popping. Happened around four times, not every time. It is a real loud pop. Patient also has pictures of odd screens on controller that say battery charged but shows only small percentage. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). This patient's is being replaced we will return all components and list this rgr#. This is a warranty consideration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information regarding replacement was later determined to have already been captured in regulatory report # 3004209178-2021-14808. Any additional information received regarding this event will therefore be captured in supplemental regulatory reports to 3004209178-2021-14808. No additional supplemental reports are required for this regulatory report unless additional information received indicates a reportable event.